Event description:
Patient called tech support because of fill complication alarms for past several days. Four days before event, the patient was diagnosed with peritonitis. During the call the patient informed tech support of being on an antibiotic for an infection and cracked/leaking cassette during priming. Patient reverted to manual treatments.

Manufacturer narrative:
Complaint investigation concludes the event is unlikely related to the fmc device. Clinical investigation indicates the peritonitis hospitalization event information was provided as relevant recent patient history. These events were not alleged to be related to the fmc device. These events predated the cycler complaint. Inspection of the returned cycler showed that there was dried fluid inside the cassette door and inside the pneumatic lines between the pump body and the hydrophobic filter. The cycler passed a mushroom head check and there were no abrasions on the mushroom heads. Simulated treatment was performed and completed without any failures or problems. No fluid leaks in the test cassette. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.